Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2016 with the following findings: a review of the black box did not indicate any evidence of short battery life. A battery warning was observed related to a discharged battery being inserted on 09/17/2016. The battery compartment was undamaged and a test battery cap was able to secure. The pump powered on normally and all current readings were within required specifications. No overheating and no errors, alarms, or warnings occurred during investigation. The pump cover was removed and no defects were found to the printed circuit board. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.